Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's stimulation was not covering their painful areas and they could not feel any stimulation on their left side. Manufacturer representative (rep) reported patient had a device revision as well as a second lead implanted for better coverage of the patient's painful areas. The issue was resolved. Healthcare provider (hcp) reported the implantable neurostimulator (ins) was previously functioning correctly. Rep reported they will submit any new information they become aware of.